Event description:
A site representative reported that, while in an open thoracolumbar procedure, they were unable to get their c-arm scans to navigate. They took an left/right (l/r) scout shot, an empty shot, and anterior posterior (a/p) shots with the reference frame visible. When in the navigate task, there were only three options available from the drop-down menu that included "fluoro" and "off." When "off" was selected, the software exited for approximately seven minutes before the system was re-booted. The site biomed representative noted they had been using synergy spine 2.0.1, however, downgraded the software to synergy spine 1.7 for this procedure. The surgeon discontinued trouble-shooting and opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient identifier not available from the site. No patient scans/files have been returned to manufacturer for evaluation. No files/scans returned to manufacturer.